Event description:
Following the transaortic deployment of a 26mm sapien xt valve, the echocardiographer noticed a pericardial effusion, possibly due to the amplatz extra stiff guidewire. During the pericardiocentesis, the needle went through to the right ventricle. A sternotomy was performed to patch the left ventricle. The patient remained stable following the procedure.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case the ventricle perforation and resulting pericardial effusion were noted following the deployment of the valve, while the delivery system was on the guidewire. The ventricle perforation was thought to be caused by the guide wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.